Manufacturer narrative:
Sanofi company comment dated 09-dec-2019. Patient received synvisc one and later experienced for pseudo septic reaction with pain that was fluctuated back and forth from knee to knee, knees ballooned up that resulted in walking to be difficult i.e. Patient was walking like a duck or with a limp for which crutches were used. Based on available information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Walking to be difficult/she is walking like a duck or with a limp [difficulty in walking] pseudo septic reaction [pseudosepsis] ([aching (l) knee], [radiating pain], [swelling of l knee]). Sed rate and wbc count were both elevated [wbc increased]. Sed rate and wbc count were both elevated [sedimentation rate increased]. Case narrative: this case was linked to case (B)(4) (multiple devices, right knee). Initial information received on 05-dec-2019 from united states regarding an unsolicited valid serious case received from a patient. This case involves an unknown age female patient who experienced pseudo septic reaction, walking to be difficult/she was walking like a duck or with a limp, sed rate and wbc count were both elevated, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). It was reported that before synvisc one, the patient one knee was worse. The patient had used synvisc-one 18-24 months prior. The patient's past medical vaccination(s), concomitant medication(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 6ml, frequency once (batch: unknown) (information for batch number was requested) in her left knee for arthritis. The same day, patient was diagnosed with pseudo septic reaction. This event was assessed as serious and was leading to intervention. On (B)(6) 2019, after 6 days of administration of injection, the patients knees ballooned up which caused walking to be difficult (disability and required intervention). On an unknown date in (B)(6) 2019, since receiving injection, patients knees had been horrible with the pain fluctuated back and forth from knee to knee (latency: unknown). The patient was given crutches to use soon after the injection, was walking like a duck or with a limp. It was reported that her inflammation was not as bad as initially after the injections (latency: unknown). These events were assessed as serious and were leading to intervention. The patient was advised by her orthopedist to visit urgent care and it was observed that her sed rate (red blood cell sedimentation rate) and wbc (white blood cells) count were both elevated (onset date: 2019 and latency: unknown). It was reported that they were concerned about patient having an infection. However, the urgent care was unable to aspirate the fluid in the knee for testing. The patient was then sent to the emergency department where they were able to aspirate the fluid. The aspirated fluid was sent for testing that revealed no sign of infection. The orthopedist ruled out rheumatoid arthritis and gout. On (B)(6) 2019, patient saw her orthopedist and reported that her problem had not improved. The same day, she was injected triamcinolone in her knee by her orthopedist. The patient reported she had tried ice and anti-inflammatory medications but they had not helped. The patient was seeking help regarding her medical bills since she was diagnosed with complications after receiving hylan g-f 20, sodium hyaluronate. Action taken: not applicable for all events. Corrective treatment: ice, anti-inflammatory medications, triamcinolone and crutches for walking to be difficult/she was walking like a duck or with a limp; ice, anti-inflammatory medications and triamcinolone for pseudo septic reaction; not reported for rest. Outcome: not recovered for all of the events. A product technical complaint was initiated and results were pending for the same.

Event description:
Walking to be difficult/she is walking like a duck or with a limp [difficulty in walking], pseudo septic reaction [pseudosepsis] ([aching (l) knee], [radiating pain], [swelling of l knee]), sed rate and wbc count were both elevated [wbc increased] , sed rate and wbc count were both elevated [sedimentation rate increased]. Case narrative: this case was linked to case (B)(4) (multiple devices, right knee). Initial information received on 05-dec-2019 from united states regarding an unsolicited valid serious case received from a patient. This case involves an unknown age female patient who experienced pseudo septic reaction, walking to be difficult/she was walking like a duck or with a limp, sed rate and wbc count were both elevated, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). It was reported that before synvisc one, the patient one knee was worse. The patient had used synvisc-one 18-24 months prior. The patient's past medical vaccination(s), concomitant medication(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 6ml, frequency once (batch: unknown) (information for batch number was requested) in her left knee for arthritis. The same day, patient was diagnosed with pseudo septic reaction. This event was assessed as serious and was leading to intervention. On (B)(6) 2019, after 6 days of administration of injection, the patients knees ballooned up which caused walking to be difficult (disability and required intervention). On an unknown date in (B)(6) 2019, since receiving injection, patients knees had been horrible with the pain fluctuated back and forth from knee to knee (latency: unknown). The patient was given crutches to use soon after the injection, was walking like a duck or with a limp. It was reported that her inflammation was not as bad as initially after the injections (latency: unknown). These events were assessed as serious and were leading to intervention. The patient was advised by her orthopedist to visit urgent care and it was observed that her sed rate (red blood cell sedimentation rate) and wbc (white blood cells) count were both elevated (onset date: 2019 and latency: unknown). It was reported that they were concerned about patient having an infection. However, the urgent care was unable to aspirate the fluid in the knee for testing. The patient was then sent to the emergency department where they were able to aspirate the fluid. The aspirated fluid was sent for testing that revealed no sign of infection. The orthopedist ruled out rheumatoid arthritis and gout. On (B)(6) 2019, patient saw her orthopedist and reported that her problem had not improved. The same day, she was injected triamcinolone in her knee by her orthopedist. The patient reported she had tried ice and anti-inflammatory medications but they had not helped. The patient was seeking help regarding her medical bills since she was diagnosed with complications after receiving hylan g-f 20, sodium hyaluronate. Action taken: not applicable for all events. Corrective treatment: ice, anti-inflammatory medications, triamcinolone and crutches for walking to be difficult/she was walking like a duck or with a limp; ice, anti-inflammatory medications and triamcinolone for pseudo septic reaction; not reported for rest. Outcome: not recovered for all of the events. A product technical complaint was initiated for synvisc one (lot: unknown) on 06-dec-2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation completion was 06-dec-2019. Additional information was received on 06-dec-2019. Global ptc number added. Text amended accordingly. Additional information was received on 06-dec-2019 from other healthcare professional. Global ptc number and ptc results were received and text amended accordingly.